Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain in pelvic area / pelvic pain and cramping") and genital haemorrhage ("heavy bleeding / heavy bleeding with blood clots/") in an adult female patient who had essure (batch no. 20227411) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2010)) and influenza. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), dysgeusia ("metal taste in mouth"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysgeusia and migraine had not resolved and the back pain, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, back pain, dysgeusia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device placed bilaterally with 1 coil visualized on hysteroscopy bilaterally diagnostic results: 3 months after the procedure underwent dye test - result -successful on (B)(6) 2016 hcg: interpretation: the first morning urine specimen usually contains the highest concentration of hcg and is therefore the best sample. Urine specimens from healthy men and healthy non-pregnant women should not contain detectable levels of hcg. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, back pain, depression quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia),nickel allergy were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain in pelvic area / pelvic pain and cramping") and genital haemorrhage ("heavy bleeding / heavy bleeding with blood clots") in an adult female patient who had essure (batch no. 20227411) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: 3 months after the procedure underwent dye test - result -successful 03mar2016 hcg: interpretation: the first morning urine specimen usually contains the highest concentration of hcg and is therefore the best sample. Urine specimens from healthy men and healthy non-pregnant women should not contain detectable levels of hcg. Concurrent conditions included multigravida, parity 3 (B)(6) 2003, (B)(6) 2005, (B)(6) 2010)), influenza, fibromyalgia, hashimoto's thyroiditis, asthma, vitamin d deficiency, anxiety and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), salbutamol (albuterol hfa) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during inteercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). In 2010, the patient experienced back pain ("back pain"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had not resolved, the genital haemorrhage, dysgeusia, vaginal haemorrhage and menorrhagia had resolved and the back pain, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, back pain, dysgeusia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device placed bilaterally with 1 coil visualized on hysteroscopy bilaterally diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, back pain, depression most recent follow-up information incorporated above includes: on 4-feb-2019: pfs was received. Event "headaches" was added. Medical history, concomitant drug added, previously reported events "abnormal bleeding (vaginal), heavy bleeding / heavy bleeding with blood clots, menorrhagia, metal taste in mouth " outcome updated to "recovered / resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain in pelvic area / pelvic pain and cramping') in an adult female patient who had essure (batch no. 20227411) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: 3 months after the procedure underwent dye test - result -successful (B)(6) 2016 hcg: interpretation: the first morning urine specimen usually contains the highest concentration of hcg and is therefore the best sample. Urine specimens from healthy men and healthy non-pregnant women should not contain detectable levels of hcg. Concurrent conditions included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2010)), influenza, fibromyalgia, hashimoto's thyroiditis, asthma, vitamin d deficiency, anxiety, depression and lower abdominal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), salbutamol (albuterol hfa) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during inteercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). In 2010, the patient experienced back pain ("back pain"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / heavy bleeding with blood clots"), dysgeusia ("metal taste in mouth"), haemorrhagic ovarian cyst ("haemorrhage into ovarian cyst") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had not resolved, the genital haemorrhage, dysgeusia, vaginal haemorrhage and menorrhagia had resolved and the back pain, allergy to metals, headache, haemorrhagic ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, back pain, dysgeusia, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device placed bilaterally with 1 coil visualized on hysteroscopy bilaterally diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, essure was working; in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, back pain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) on (B)(6) 2020: medical record was received. Reporter information, medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain in pelvic area / pelvic pain and cramping') in an adult female patient who had essure (batch no. 20227411) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: 3 months after the procedure underwent dye test - result -successful. (B)(6) 2016 hcg: interpretation: the first morning urine specimen usually contains the highest concentration of hcg and is therefore the best sample. Urine specimens from healthy men and healthy non-pregnant women should not contain detectable levels of hcg. Concurrent conditions included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2010)), influenza, fibromyalgia, hashimoto's thyroiditis, asthma, vitamin d deficiency, anxiety and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), salbutamol (albuterol hfa) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). In 2010, the patient experienced back pain ("back pain"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / heavy bleeding with blood clots"), dysgeusia ("metal taste in mouth"), haemorrhagic ovarian cyst ("haemorrhage into ovarian cyst") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had not resolved, the genital haemorrhage, dysgeusia, vaginal haemorrhage and menorrhagia had resolved and the back pain, allergy to metals, headache, haemorrhagic ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, back pain, dysgeusia, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device placed bilaterally with 1 coil visualized on hysteroscopy bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, essure was working; in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, back pain, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received: new event haemorrhage into ovarian cyst and ovarian pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.